Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 31mm valve implanted in the tricuspid position was treated via a valve-in-valve procedure due to recurrent tricuspid regurgitation after an implant duration of 7 years, 3 months. A 29mm transcatheter valve was successfully implanted in the tricuspid position without complications. Patient tolerated the procedure well and was discharged on pod# 1.